Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the hospital after the lead integrity alert (lia) triggered. The right ventricular (rv) lead had a possible fracture, exhibiting high impedance and noise oversensing. The lead was capped and replaced. It was further reported that during recovery from the procedure, the patient experienced a pneumothorax, became tachypneic and hypoxemic to 88% and complained of chest pain and pressure. The patient started spitting up clear foam and was vomiting and had incontinence. A chest tube was placed and medications were administered. It was noted that the patient is taking part in the wrap-it study. No further patient complications have been reported as a result of this event.